Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to a lead impedance anomaly. No patient symptoms were reported. No further information could be obtained.